Event description:
It was reported that the physician's handheld computer had been frozen on the main menu screen since the beginning of august. The physician performed a hard reset multiple times, and the screen was reportedly not locked. All patients have been successfully interrogated since he has a back-up programming system, but the physician requested a replacement programming system since he has many vns patients. When the company representative picked up the handheld computer, he noted that the screen had a black line running through the middle of the screen. The physician's office did not indicate that anything happened to the computer. The handheld computer and related software were received by the manufacturer, and product analysis was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the computer, it was verified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. This product is not manufactured by the reporting manufacturer; the cause for anomaly is unknown.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.